Manufacturer narrative:
(B)(4). Reported event is still considered confirmed as visual examination of the returned product identified the glenosphere is severely scratched and gouged on the articulating surface. The mini humeral tray standard thickness +3 mm taper offset 40 mm diameter has cosmetic minor scuffs. The bearing standard 40 mm diameter is severely scratched, gouged and worn on the majority of all surfaces. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified the following: reverse left total shoulder arthroplasty with implant assembly and dislocation of the glenosphere which is now within the soft tissues of the lateral shoulder. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04120, 0001822565-2020-04121. Concomitant medical products: part# 110031402; lot# 64634029. Part# 110031421; lot# 64354411. Part# 010000589; lot# 662130. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent shoulder arthroplasty approximately five (5) weeks ago. Post-implantation, patient was getting out of the bathtub when the incident occurred on an unknown date. X-rays were taken approximately one (1) week post-implantation, where a disassociation was noted. Patient was revised two (2) days after x-rays were taken. It was originally assumed that the glenosphere dislodged from baseplate. During the retrieval of the glenosphere, it was additionally noticed that the poly had also dislodged from the tray, causing the glenosphere to migrate. Attempts have been made and no further information has been provided.